Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience v everolimus eluting coronary stent system (IFU) states: an unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Additionally, the IFU states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure in the tortuous and moderately calcified obtuse marginal artery, a pilot guide wire was advanced followed by advancement of a 2.0x8 voyager dilatation catheter. Pre-dilatation was performed and a 2.5x28 rx xience v stent system was advanced. Due to the vessel characteristics, the stent system could not advance. Additional pre-dilatation was performed and another attempt was made to advance the stent system. During the attempts to negotiate the stent system through the vessel, force was applied and the shaft separated near the hub outside of the anatomy. The entire system was removed from the anatomy. A non-abbott stent system was used successfully to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - sds re-insertion and advancement using excessive force. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.